Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device fails the op check, has a blinking red x, and is chirping. The customer had just installed the battery and the battery only had one bar. There was no reported patient involvement.